Event description:
Reporter indicated that patient has recently begun coughing badly and vomiting when stimulated. When magnet is placed over device to temporarily turn device off, the symptoms stop. Programmed settings were reduced but symptoms continued. Device was programmed to off in 2001. Further investigation revealed that family member stated that pt began coughing as far back as 4 months before, but it was first believed that it was related to allergies. Physician plans to leave device programmed to off for atleast a month and then attempt to turn it back on and ramp up slowly instead of every 2 weeks. Patient reported to have received excellent benefit from the device in controlling the pt's seizures.